Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that they programmed the implant for a soft start because it is turned up quite high and they accidentally turned off stimulation before and turned it back on and it gives a jolt. Caller said they need a soft start because otherwise she gets hyper extended like she is being electrocuted. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s jolting/hyper-extension/electrocuted symptoms had resolved. There were no further complications reported or anticipated.